Manufacturer narrative:
Device evaluation summary: subsequent to this event, another event was opened for a similar event with the same ventilator and reported under manufacturer report number 8020893-2020-00003 where the logs indicated a direct current (dc)-dc board failure and the board was replaced. One dc-dc board was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The board was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The dc-dc board tested satisfactorily. The investigation isolated the failure of the event to the intermittent dc-dc pcb failure; however, the returned component dc-dc pcb was analyzed and was testing satisfactorily. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se upgraded the software to the most current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating and generated an error code. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.